Event description:
Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. Device issue: none. It was reported via a trial that on (B)(6) 2008, the pt underwent stenting in the predilated moderately calcified proximal right coronary artery with one xience v stent. On (B)(6) 2009, the pt experienced angina and underwent revascularization via percutaneous coronary intervention in the target vessel. The pt was stabilized and was discharged on (B)(6) 2009. There was no adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.